Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump underwent multiple intermittent unexpected shutdowns. The customer was unable to recall the exact event dates. The customer's blood glucose level was approximately 130 mg/dl. The customer had humalog pens available as alternate insulin therapy.